Event description:
The customer had high bgs for the past 5 days and was hospitalized. Bgs were treated with manual injections. Troubleshooting was performed. The insulin exited. Pump passed the pressure test and was working as intended.